Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) reported hearing beeping tones every 6 hours. Upon interrogation no error code, signs of battery depletion or lead integrity issues were noted. The healthcare professional (hcp) had requested device data for review to identify the cause of the beeping. However, boston scientific technical services had not received any data for review from this hcp and there had been no response from the hcp regarding the request. No adverse patient effects were reported. This ICD remains in-service.additional information was provided on 28oct2022 it was reported that this ICD triggered an alert for high out-of-range shock impedance measurement, measuring greater than 125 ohms. Boston scientific technical services recommended to raise the shock impedance value to 200 ohms. No adverse patient effects were reported. This ICD remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) reported hearing beeping tones every 6 hours. Upon interrogation no error code, signs of battery depletion or lead integrity issues were noted. The healthcare professional (hcp) had requested device data for review to identify the cause of the beeping. However, boston scientific technical services had not received any data for review from this hcp and there had been no response from the hcp regarding the request. No adverse patient effects were reported. This ICD remains in-service.additional information was provided on 28oct2022 it was reported that this ICD triggered an alert for high out-of-range shock impedance measurement, measuring greater than 125 ohms. Boston scientific technical services recommended to raise the shock impedance value to 200 ohms. No adverse patient effects were reported. This ICD remains in-service.